Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s first ins needed to be replaced because the wires disconnected from the battery and the battery started leaking into their body. The caller stated it occurred about a month prior to the replacement surgery. No patient symptoms were reported. No further complications were reported.